Event description:
Boston scientific received information that this pacemaker has a battery status of end of life (eol). The patient had come to the hospital in an ambulance with palpitations. The device had been interrogated several months earlier and had indicated the device had one year until explant. The device reached eol normally and there is no allegation against the device battery status. This device has been explanted and a new device has been implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.